Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: review of the black box data revealed frequent low battery warnings and replaced battery alarms recorded. On investigation, the electrical current draws were evaluated and found to be within specifications. The pump powered on normally and was exercised for 12 hours without any battery alarms or warnings occurring. Moisture damage was found inside the pump on the printed circuit board due to moisture ingress at the site of a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.